Manufacturer narrative:
According to the facility, on (B)(6), the phlebotomist did not need to see occupational health. The procedure was able to be completed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6), the phlebotomist did not need to see occupational health. The procedure was able to be completed.